Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device have been conducted correctly. Additionally, we have not received any other complaints from this batch.

Event description:
Lenstec received an email stating "torn haptic patient contact."

Manufacturer narrative:
Investigation ongoing. Once the investigation is completed a supplemental report will be issued.

Event description:
Lenstec received an email stating "torn haptic patient contact."